Manufacturer narrative:
Product analysis: during functional analysis, it was not more possible to inflate the balloon probably due to a leak. During visual analysis, the presence of a hole on the balloon was confirmed. The hole is located nearby the proximal end of the balloon were it is sealed to the outershaft (att. 2 <(><<)>(><(>&<)><(><<)>)> 3). The shape (bubble like) and the location of the rupture indicates that probably the balloon was not conclusion: based on the information provided, functional and visual analysis, the shape and the location of the rupture is attributed to the fact that the balloon was not fully constrained and this result of a bubble creation during the inflation that finally end by a rupture of this bubble. This complaint is attributed to an error during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Left tibial plateau was the treated level and no balloon fragments remained in the patient. Patient is not allergic to contrast media.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6)-2016, intra-op, 2 balloons burst (one from an ifxg2b kit and another e153a) during the treatment of a tibial plateau while using inflate fx. The patient underwent mcl surgery prior to the procedure and a cavity was left from a cannulated screw which was repositionned during the mcl surgery. The balloons inflated, going into the cavity, before bursting. Pressure was about 360psi at the time of rupture for both balloons. The surgeon achieved fracture reduction however. The products came in contact with the patient. This event did not involve any patient harm, injury or death. Level treated: left tibial plateau allergy to contrast media: no fragment of the ruptured balloon remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.